Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device had no audio when connected to the battery but worked with the tooling jig.

Event description:
The customer reported that the telemetry device has a speaker malfunction. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.